Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29jul2018. The heartmate 3 lvas IFU is currently available. This IFU death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No device-related issues reported. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Due to patient privacy laws no further information could be provided. Based on a review of available patient records and the reported patient outcome, there were no device issues at the time of the patient's outcome. The device operated as expected.